Manufacturer narrative:
Initial reporter's telephone number is (B)(6). Siemens conducted a technical evaluation of the reported event. A siemens customer service engineer (cse) repaired the system by replacing the plexi ring. There was no device malfunction and there is no device design deficiency. The root cause of the issue was due to lack of patient fixation during the examination. No further action is warranted at this time.

Event description:
It was reported to siemens that during the examination the unrestrained patient kicked the plexi ring and broke it. The patient was not injured during the incident. It cannot be completely excluded that critical injury due the patient contacting the rotating parts inside the gantry could result if this event were to reoccur. This report was filed with an abundance of caution. The reported event occurred in (B)(6).